Manufacturer narrative:
The insulin pump alarmed prime alarm during basic occlusion test due to protruded/loose drive support disk. Unable to perform occlusion test due to prime alarms during basic occlusion test. The insulin pump had a missing end cap sticker.

Event description:
Customer responding to the field notification letter. The insulin pump alarmed a prime alarm. Customer's blood glucose reading is 180 mg/dl. Customer treated with a manual injection. Customer's drive support cap is protruded. Advised customer to discontinue the use of the insulin pump. Nothing further reported.